Event description:
Severe abdominal pain, back pain, right leg pain. Pain seems to come with monthly cycle. Was diagnosed with post ablation syndrome. Scar tissue formed and closed off cervix not allowing monthly cycle to release.